Manufacturer narrative:
Investigation summary: in response to the event reported by the facility a device history review was conducted for lot number 1020858. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue and encourages you to submit your sample for review. Investigation conclusion: the complaint gauge is 24g, assembly at auto line 2 in (B)(6) 2021, packaging at r240 packing machine in (B)(6) 2021, lot quantity is (B)(4). Review of the in process test and outgoing test report for this lot product, and it was found that all test results meet the product specifications, no abnormality discovered. A review of the production record and machine troubleshooting records was performed for this lot product and no abnormality, deviation or rework activities were found. No actual sample or picture were returned. The broken state of the slide clamp cannot be confirmed. Check the in-coming inspection record of slide clamp, no abnormality found. Observed the retained sample sealing clamp. The clamping position of the sealing clamp round and normal. At the same time, the sealing pressure test of the sealing clamp was carried out. The sealing clamp was repeatedly clamped more than 64 times, and maintained for 3 days under the condition of 800mm pressure test, the sealing clamp was good, and there was no damage or leakage of the extension tube. No similar complaint was received from the complaint lot. No defective sample returned, and no abnormal found on process. The root cause of the broken of the slide clamp could not be determined.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system experienced a defective tubing clamp. The following information was provided by the initial reporter: after successful intravenous indwelling needle puncture on (B)(6) it was found that the clamp of the indwelling needle was broken during infusion, so it could not be used again, so it was immediately removed and replaced with a new indwelling needle for re-puncture. It caused a second puncture injury to the patient.